Event description:
After getting my implants in 2016, I started to have health problems which got progressively worse over the following 9 years. These symptoms included chronic fatigue, joint pain, benign fasciculation, numbness and tingling in extremities, panic attacks, burning mouth type pain in mouth along with pins and needles inside mouth on one side only. Brain fog, blurry vision and more. Ref report: mw5168319.